Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:  capsular contracture baker grade IV.

Event description:
Healthcare professional via nbir reported a right side capsular contracture, baker grade IV. Device status was unknown.